Event description:
It was reported that a large volume intermate had the balloon bladder rupture during filling of normal saline. The reporter stated that the balloon was not in the footed shape and detached from the post. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the bladder identified markings located on the interior surface of the bladder, near the rupture line. The reported condition was verified. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.